Event description:
Customer (distributor purchasing agent) noticed that specimen containers labeled with "sterile inner surface" on a tamper-evident label were packed in a box labeled "non-sterile".

Manufacturer narrative:
(B)(4).